Event description:
It was reported that the physician suspected the patient may have a granuloma. A magnetic resonance imaging (MRI) scan could not be done due to the patient's shrapnel wounds from combat. A spiral computerized tomography (CT) scan was discussed. It was unknown what medication this device system delivered as no further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
No further information was available as it was later reported that the physician did not recall the patient.